Event description:
The user facility reported their unit was leaking water. The water spread outside of the washer footprint into the operator's working area. Procedural delays/cancellations were reported due to the sterilizer leak.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the unit and found the cause of the leak was failure of the door lock piston. To resolve the issue, the technician replaced both door sensors, the door lock piston, ran a test cycle and confirmed the unit was operating to specification. The unit was installed in april of 2009 and is currently under a steris service contract. The last pm was performed on november 7, 2013 at which time the unit was confirmed to be operating to specification.